Event description:
The customer reported a malfunction resulting in the loss of display during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
The unit was restarted by the customer which resolved the issue. There was no repair. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).